Event description:
Details of complaint: the product was used with new replacement feeding tubes. There were two (s) breaks from the plug ned resulting on the ngt having to be removed. There is a concern that this is a safety issue for neonates.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2011 based on the info provided by customer. No sample was available for eval. Only one (1) empty peel pack without catheter was received. Peel pack marked under lot no 367639 and ref no (B)(4). The results of the investigation indicates that the product should have performed as designed and we are not able to determine the cause of the specific issue. Note: this MDR is being reported as a result of a retrospective review of complaint records conducted by convatec for complaints received (B)(6) 2011 - (B)(6) 2013. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.